Event description:
The pt experienced a lack of therapeutic effect following a fall. There was no movement in her arms and legs and her tremors returned. The pt's health care professional requested that a MFR's rep check the impedances. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2011-03726.

Manufacturer narrative:
(B)(4).